Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the device kept turning off and it was "just not working." It was stated the light had been "going on and off" since the trial began, but on the date of the call, it would not stay on at all. The patient was being careful with their movements, but it was not staying on. It was also noted that the patient had not been able to go to the bathroom since their trial implant surgery (four days previous), but was able to on the morning of the call. It was stated they couldn't hold it, but they did not have an accident. The patient had been turning the device all the way off and then back on and the light would come on, but then it went off. Two days later, it was reported that it was working. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.